Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the pt had a proximal tibia krh implant with mrh femoral by surgeon in the past. Pt was operated in 2009. When pt was opened up, the tibia bearing crossover implant was broken n the medial side of the rotating post.